Event description:
It was reported to philips that the device experienced a pacer equipment malfunction. The customer requested that the device be returned for bench repair. The device was received by the bench repair service on 01-jul-2021. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty therapy pca. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca. A quote was provided to the customer for the cost of the repair. However, the customer subsequently declined the estimate and asked that the unit be returned unrepaired. Per customer request, the device was returned to the customer site unrepaired. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
Updated device problem code grid.

Event description:
It was reported to philips that the device experienced a pacer equipment malfunction. There was no patient involvement.